Event description:
As performed on (B)(6) 2024 on a trilogy evo ventilator for a 29-year-old tracheostomy and ventilator dependent patient. He was in stable condition and being seen by his pulmonologist during the update. The settings were confirmed and unchanged, and the update was completed without concern. The patient's mother called the following morning to report he had passed away unexpectedly the night of the software update.